Manufacturer narrative:
H3 other text : product was discarded.

Event description:
It was reported the patient received the following results within 15 minutes: 44 mg/dl at 7:57 pm ; 50 mg/dl at 8:00 pm ; 54 mg/dl at 8:02 pm ; 69 mg/dl at 8:04 pm ; 107 mg/dl at 8:06 pm ; 74 mg/dl at 8:08 pm; the husband reported that the customer experienced low blood glucose symptoms with all of the readings listed, including the result of 107 mg/dl. The husband attempted to treat the customer with sugar pills, however the customer would not take them, so he called the paramedics. At 8:30pm the paramedic's arrived and the customer received a blood glucose result of 50 mg/dl on their device. They treated the customer with an IV of glucose and the customer recovered by 8:40pm; she was not transported to the hospital.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.